Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
At the customer site a loudspeaker malfunction on the mx40 was reported. There was no report of a patient injury or harm.